Event description:
It was reported that, while trying to remove the device's handles, their hands were cut by a sharp metal edge. At this time, no serious injuries or clinically relevant delay in treatment were reported. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
A stryker quality assurance engineer identified that the accessible sharp metal edges was due to an issue with the zoom handle. Multiple attempts were made to gather additional information. However, no response was received. Should a response be received, this complaint may be reopened and updated accordingly. The two caregivers received a cut on their hand as a result of trying to get the handles off the stretcher. No serious injuries or clinically relevant delay in treatment were reported. H3 other text : device not accessible for testing.

Event description:
It was reported that, while trying to remove the device's handles, their hands were cut by a sharp metal edge. At this time, no serious injuries or clinically relevant delay in treatment were reported.